Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was diagnosed with fungal peritonitis. The cause of the event was unknown. The patient was hospitalized 22 days after the event onset and was treated with unspecified medication (intraperitoneal) for the event. The pd catheter was removed and the patient was transferred to hemodialysis. At the time of this report, the patient has not recovered from the infection. Should additional relevant information become available, a supplemental report will be submitted.